Event description:
The product was used during a low anterior resection procedure. Reportedly, the instrument did not cut. The surgeon resected the damaged tissue and manualy sutured to complete the procedure. The hospital has reported the pt's condition is satisfactory.